Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements are indicative of a device malfunction. Explantation is being considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements are indicative of a device malfunction. There was no evidence of trauma before the problems began. However it is not possible to totally rule out a bump to the head in light of patient's other medical issues. Patient was re-implanted.